Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (B) (6). According to the complainant, "about 4 and half minutes into the case, the physician noticed that sheath was leaking". Follow up info rec'd on july 20, 2009 could not confirm whether or not the sheath was pierced by the tenaculum and that there was a fluid loss alarm (rate of loss unk). The procedure was completed with another of the same device, and there were no pt complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed. (B) (4).